Event description:
It was reported to medtronic neurosurgery that the pt¿s hydrocephalus became worse. According to the report, the catheter was ligatured in the chest, a CT scan showed ventricular swelling, and the device was thought to have malfunctioned.

Manufacturer narrative:
The valve was patent. It met requirements for reflux and leak testing. The valve did not meet specifications for siphon testing. While the valve met requirements for preimplantation pressure, it did not meet specifications for pressure-flow testing. Debris within the valve may hold pressure-flow controlling mechanisms open and interfere with the anti-siphon device, which may result in siphoning. The returned catheter segments were patent and did not leak. Both the peritoneal and ventricular catheter met requirements for tensile strength and ultimate elongation testing. A review of the mfg records showed no anomalies. It is unk what caused the reported event. All of our valves are 100% tested at the time of MFR.